Manufacturer narrative:
Upon review of the alarm trace, low water reservoir alarms were observed. It was noted that the samples had low volume. The sample clotting time of 20 minutes may have been shorter than recommended by the tube manufacturer. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The crep2 reagent lot was 698290 with an expiration date of 31-oct-2023. The gluc3 reagent lot was 661054 with an expiration date of 31-dec-2023. The chol2 reagent lot was 699587 with an expiration date of 31-oct-2023. The field service engineer cleaned the probes, the internal water reservoir, and the incubator bath. Preventive maintenance activities were performed. Quality controls and precision testing were performed with acceptable results. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the crep2 (creatinine plus ver. 2) or gluc3 (glucose hk gen. 3) and chol2 (cholesterol gen. 2) assay on a cobas 4000 c311 stand alone system. No questionable results were reported outside of the laboratory. Patient sample 1: the sample initially resulted in a crep2 value of 18 umol/l. The sample was repeated twices, resulting in crep2 values of 11 umol/l and 97 umol/l. Patient sample 2: the sample initially resulted in a gluc3 value of 0.96 mmol/l. The sample was repeated twice, resulting in gluc3 values of 1.06 mmol/l and 5.80 mmol/l. The sample initially resulted in a chol2 value of 1.21 mmol/l. The sample was repeated twice, resulting in values of 0.70 mmol/l and 5.40 mmol/l.